Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tasps fractured during the procedure. No additional information available according to the per.

Manufacturer narrative:
The following sections were updated/corrected updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. The device history records & receiving inspection report were reviewed for deviations and / or anomalies with no deviations and / or anomalies identified. Visually verified item lot combination and reviewed manufacturing date as tasp exhibits signs of use (nicked or gouged) and the post feature has fractured off. Not all pieces returned. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue a CAPA was previously initiated to further evaluate the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.